Event description:
A customer from the (B)(6) contacted customer service about his contour meter. He tested his glucose one evening before going to bed and received a reading of 21.5 mg/dl. He took 24 units of insulin and an additional 2 units of fast acting insulin based on the reading. An hour and a half after taking insulin, the customer became hypoglycemic and suffered a seizure. While seizing, the customer also broke his arm. Paramedics were called and they tested the customer's glucose at 1.3 mmol/l when they arrived. No other information was provided about the event. The customer's test strips are to be returned for evaluation. Replacement product were sent to the customer.